Manufacturer narrative:
H10: the device has not been returned for evaluation but medical records were provided; therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (2682 - patient-device incompatibility). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model ec500j vena cava filter allegedly experienced malpositioning, detachment of device component, and patient-device interaction problems. This report was received from one sources. One patient was involved with no reported patient injury. The 49 year old female patient's weight was not provided.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the malpositioning, detachment of device component, and patient-device interaction problems, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model unk eclipse allegedly experienced malpositioning, detachment of device component, and patient-device interaction problems. This report was received from one sources. The device was used inside of the patient. The patient's age, weight, gender, and status were not provided.